Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced stopper creep out via loose closure. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a detached cap of tube. According to the customer's report, the cap was found to be detached for one tube before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: (B)(6) 2022. H.6. Investigation summary; bd received 4 photos from the customer in support of this complaint showing that the cap/stopper was disassembled. Evaluation of returned sample indicated a cocked stopper. 100 retained samples were visually inspected, and no cocked stoppers were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos and sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced stopper creep out via loose closure. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a detached cap of tube. According to the customer's report, the cap was found to be detached for one tube before use.